Event description:
Patient on vision bipap-the audible alarms not audible.====================== manufacturer response for bipap unit, bipap unit======================received unit with note stating "noaudible alarms." Incident report completed by rt. Verified complaint - no audible alarms duringalarm testing. Noted error code #702 (relates tointerface cable, d/cs board, mcs board, or pas)